Manufacturer narrative:
Correction to b5: the right internal iliac artery was reportedly covered unintentionally upon deployment of the contralateral leg component. H6: code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code 4117 ¿ the device remains implanted in the patient and, therefore, was not available for direct analysis by gore. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement and branch vessel occlusion. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Results pending completion of manufacturing evaluation. It should be noted the gore® excluder® aaa endoprosthesis instructions for use state ¿adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement and branch vessel occlusion.¿

Event description:
On (B)(6) 2020, the patient underwent endovascular repair of an abdominal aortic aneurysm rupture with a system of gore® excluder® aaa endoprostheses. During the procedure, the right common iliac artery was reportedly covered unintentionally upon deployment of the contralateral leg component. According to the report, the physician attempted to deploy the device by ¿pushing up¿ the delivery catheter, but was not able to land the device in the intended position. No further treatment was rendered in regard to the covered vessel. The patient tolerated the procedure, and the physician will continue to monitor the patient.